Manufacturer narrative:
No conclusions can be made since the products were not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"The incident took place during a ureteric/kidney stone procedure. (B)(6), (as a scrub nurse) was holding the excess length of the laser fiber whilst the surgeon was utilising the distal tip inside a patient to breakdown a stone. During the procedure, (B)(6) noticed a sharp stabbing pain in her hand and looked down to notice the laser fibre has "broken" whilst it was being used (fired) and had cause a thermal injury through her sterile gloves and onto her hand. (B)(6) then immediately called for the surgeon to stop using the laser to prevent further injury to herself or others. (B)(6) had to visit the emergency department to access her injury, which was a small thermal burn to her hand."

Manufacturer narrative:
Update as devices retunred after complaint closure: analysis of fibers revealed the following: fiber a: during the initial visual examination, the breakpoint displayed minor charring, coating burn back and a melted buffer on proximal side of broken fiber. It is likely that the fiber had a break in the glass of the fiber. However, the fiber stayed intact to the buffer which would still keep the fiber intact before the procedure that went unnoticed, and when they attempted to fire the laser it broke completely. The sme duplicated these results on a test fiber at nine watts (same energy as the rfid scan) which was able to mimic the type of break that the complaint fiber received. The break observed in this fiber could be the likely result of user mishandling when the fiber was either was being secured with a foreign object to hold the fiber in place which caused the break, or bent beyond the stated minimum bend radius of 7mm. In addition, the successful testing of the fibers after distal tip reprocessing, the presence of a pilot beam with successful laser transmission and the successful testing without any noted fiber breaks while under the minimum bend radius indicates that the fiber was fully capable of functioning as intended. Dornier fibers are fragile and must be handled with utmost care by the user. Fiber b: fiber functioned as new with no issues noted. The rest if the nine factory sealed fibers all functioned as new with no issues noted. These successful testing events indicates that there were no manufacturing faults with any of the returned fibers.

Event description:
"The incident took place during a ureteric/kidney stone procedure. Gill adams, (as a scrub nurse) was holding the excess length of the laser fiber whilst the surgeon was utilising the distal tip inside a patient to breakdown a stone. During the procedure, gill noticed a sharp stabbing pain in her hand and looked down to notice the laser fibre has "broken" whilst it was being used (fired) and had caused a thermal injury through her sterile gloves and onto her hand. Gill then immediately called for the surgeon to stop using the laser to prevent further injury to herself or others. Gill had to visit the emergency department to access her injury, which was a small thermal burn to her hand."